Event description:
The sc7000 unit was used as education equipment for teaching the pick & go concept for the new users at the hosp. The monitor was lifted up to the docking station and angled slightly (to simplify the slide into the mechanical guiding), at this time the handles broke (at the monitor mechanical holding), the monitor fell 3 feet to the floor. There was no pt connected and no injury resulted.